Manufacturer narrative:
Investigation: the whole blood collection set was not returned for investigation. The manufacturing and testing/inspection records were reviewed for this lot. There were no issues noted in the records that would have contributed to this incident reported by the customer. Five retention samples from the reported lot number were analyzed. No anomalies were noted in the sealed portion of each sample. Leak testing was performed on the five retention samples and no leaks were observed. Root cause: a definitive root cause for the ruptured seal remains undetermined at this time. Investigation results revealed that there were no equipment problems or no abnormalities observed in the process inspection, and the retention samples also revealed no abnormalities.

Event description:
The customer declined to provide patient identifier, age, and weight. Donor (B)(6).

Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is still in process. A follow-up report will be provided.

Event description:
Customer reported that the seal of the small tubing below the filter on imuflex blood bagsystem ruptured after the bag was burped causing blood to spray into the nose and eye of the operator. All required viral markers for blood donor testing were negative for this unit. Patient (operator) information is not available at this time. Operator is fine, per the customer. The whole blood collection set is not available for return because it was discarded by the customer.